Manufacturer narrative:
Additional narrative: patient was revised to address dislocation and stem loosening. It was also reported that the patients' femur was fractured while rotating the leg, patient had poor bone quality. Doi: (B)(6) 2013; dor: (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the unknown depuy acetabular liner as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and patient radiograph photography was received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address dislocation and stem loosening. It was also reported that the patients' femur was fractured while rotating the leg, patient had poor bone quality.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.